Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (fallopian tubes)/migration of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included stillbirth nos. Concurrent conditions included parity 4 and overweight (bmi 29.47). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycle/, dysmenorrhea (cramping"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vagina"), menorrhagia ("abnormal bleeding (menorrhagia"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder problems"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("urinary disorder"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (device removal) and surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bladder disorder, the last episode of female sexual dysfunction, urinary tract disorder, fatigue, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: this main pregnancy case (B)(4) is linked with (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: menorrhagia, apareunia, bladder problems, urinary tract disorder, fatigue, migraines, headaches, migration of essure device, nausea, perforation fallopian tube(s) vaginal discharge, weight gain, ectopic pregnancy, device ineffective, miscarriage, she did not underwent essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (fallopian tubes)/migration of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("miscarriage") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included stillbirth nos. Concurrent conditions included parity 4 and overweight (bmi 29.47). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), dysmenorrhoea ("painful menstrual cycle/, dysmenorrhea (cramping"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vagina"), menorrhagia ("abnormal bleeding (menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: this main pregancny case (B)(4) is linked with (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.